Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that during the spaceoar placement procedure, the physician noted that some of the hydrogel tracked to the left seminal vesicle. There was no patient complications as resulted of this event.

Manufacturer narrative:
Additional information. Block b5 has been updated with the additional information. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that during the spaceoar placement procedure, the physician noted that some of the hydrogel tracked to the left seminal vesicle. There were no patient complications as a result of this event. Additional information received on 15dec2025. It was further reported that the patient's condition contributed to the placement being less than optimal, therefore was not complete misplaced.